Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).the customer returned one opened cvc set with multiple components, including a guide wire and a catheter for analysis. Signs of use were observed on the returned components. Visual inspection of the guide wire revealed no kinks on the guide wire body. Microscopic examination revealed the distal and proximal welds were present and intact. The guide wire total length measured 602mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.81mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the returned guide wire was performed per the instructions for use (IFU) provided with the kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory ars and 18 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. Visual inspection did not reveal any kinks in the guide wire body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.